Event description:
It was reported that an alert was triggered due to high lead impedance and high thresholds in the right atrial (ra) lead and it was further indicated that there was a possible connection issue. The lead was reprogrammed and remains in use. The patient was reported to be enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).